Manufacturer narrative:
Concomitant medical products: product ID: a810, serial#: unknown, product type: software. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving clonidine 498.4mcg/ml at 234.37mcg/day, bupivacaine 25mg/ml at 11.75mg/day and sufenta 435mcg/ml at 204.56mcg/day via an implantable pump. The indication for use was spinal pain. On 16-aug-2019 it was reported that sometime in (B)(6) 2019 the patient came in for a refill and the healthcare provider adjusted the concentration of clonidine. The patient then went home and came back saying they did not believe they were getting their boluses that were programmed in flex mode. They interrogated the pump and found out upon interrogation that the flex steps were erased after they changed the concentration of clonidine. No further complications were reported or anticipated.